Event description:
The rep reported that the pt had experienced a loss of symptom suppression; she had stopped receiving any benefit from the dbs therapy and all symptoms had returned. The pt reported to the ER one day later to have symptoms stabilized; no fall or other adverse event had occurred prior to cessation of therapy. The rep interrogated the system on 09/27/2007; all impedances were greater than 2000 ohms, results of imaging were inconclusive. Extension breakage was suspected and the product was replaced. During explant, fluid was noted at the connection site and the filament wires appeared "to be wadded-up". It was unk when the product damage had occurred. The pt has recovered without sequela. Add'l info was requested from the physician. Refer to MFR report# 2182207200703522.

Manufacturer narrative:
Results - results of final device analysis revealed the epoxy bond was broken between the hybrid circuit and the battery terminal. The case feedthrough wire was lifted from the hybrid bond pad, internal to the device. Findings from performance testing revealed stable output observed on each electrode pair with an oscilloscope at a 510 ohm electrical load and connected to the distal tip of an extension product. No output was detected in unipolar state. Analysis results confirm the reason for device return.